Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva."

Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva." Follow up revealed the patient had been hospitalized frequently prior to death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor stretched, outer insulation cosmetic cut and esc and depression. Apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was reported that the right ventricle lead was oversensing. The lead remains active. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva." Physician reported when the patient was last seen at their clinic, patient was not pacemaker dependent. Further reported that the patient had been non-compliant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). No anomalies found, distal conductor stretched, outer insulation cosmetic cut and esc and depression. Apparent explant damage. Proximal segment returned and analyzed. (B)(4). No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor stretched, outer insulation cosmetic cut and esc and depression. Apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva."